Manufacturer narrative:
(B)(4conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pediatric patient was seen in the emergency room because of a laceration on the side of his head between the eye and temple area. The child had topical skin adhesive applied to the laceration in the emergency room and the child's eye was glued shut. The emergency room staff applied ointment and the child is going to see an ophthalmologist.